Event description:
Pt reported burns on their back after electrical stimulation. After removing electrodes there was pus blisters and skin coming off. Pt went to dr that evening and the doctor gave pt a cream to use on the area.